Event description:
It was reported that the lead dislodged. The lead was capped and replaced. It was noted that the patient exhibited twiddler's syndrome.

Manufacturer narrative:
No medwatch form was received.